Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned tibial tray found it exhibits signs of being implanted and is fractured. Examination of the returned articular surface found it exhibits signs of being implanted and shows extreme wear due to the tibial implant fracture. Device was submitted for further analysis. Analysis determined fracture surface artifacts of beach marks indicate the fatigue failure mode, while the presence of a bending hinge suggests final bending overload fracture. The DHR was reviewed and no discrepancies relevant to the reported event were found. X-rays previously reviewed by the surgeon were provided. Review found tibial subsidence and implant fracture. Images were not sent for further review as it would not enhance the investigation. It was reported that the patient continued to go jogging when advised not to. As stated in the instructions for use, complications and/or failure of prosthetic implants are more likely to occur in physically active patients. The root cause of the reported event is attributed to patient failing to follow manufacturer and medical post-op instructions. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00596404210, articular surface, lot # 63455949, 00596401751, femoral component, lot # 62209547. Report source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00451.

Event description:
It was reported that approximately 3.5 years post implantation, the patient was revised of the tibial components due to pain, instability and fractured tibial tray. Attempts have been made and no further information has been provided.